Manufacturer narrative:
Lifescan has requested return of the test strips associated with this complaint. If the test strips are returned, lifescan will evaluate them and inform FDA if they do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate results. This complaint is being reported because the reported blood glucose results of 311mg/dl with the lifescan meter and 200mg/dl on another meter did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.